Manufacturer narrative:
(B)(4).

Event description:
Consumer stated that patient was in the hospital and receiving diuretics and wanted to know if it was okay to use foley catheter with device. Consumer stated that catheter has been used however patient was not emptying completely. Consumer stated device was fine for leaking but was only calling about the use of catheter. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that patient's hospitalization was not related to issues with the stimulator but for diuresis due to congestive heart failure. Consumer stated she never really did get an answer about if it was okay to have an indwelling catheter when having a stimulator. Consumer brought in her mother's programmer and they turned the stimulator off while she was in the hospital. Stated they did not determine why she did not fully empty when the catheter was in place. It was noted consumer mother was home and doing well and the stimulation was working fine at this time.